Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix would not extend. When removed from the body the helix was extended. The lead was not used. No patient complications have been reported as a result of this event.